Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 69 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include loss of speech and the patient was unresponsive. Upon arrival of the ambulance the patient was treated with glucose. Once at the hospital the patients pod was removed and the patient had a magnetic resonance imaging (MRI) performed as well as a computed tomography scan. In addition the patient had urine and blood tests as well as a nasal swab. The patient was treated with an insulin drip. The patient was discharged from the hospital after 24 hours. After leaving the hospital the patient reports their blood glucose level was 64 mg/dl. The patient consumed sprite and administered a bolus of 4 units of insulin.